Event description:
It was reported the programmer wouldn't download and then the screen started flashing back and forth between the download screen and the patient information screen but was flipping back and forth too fast to be able to do anything about it. It was also reported the programmer flickers and bounces between screens after interrogation. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; software was able to be updated via the sdn (software distribution network) using the provided network card. Analysis found the system fan is noisy and the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. (B)(4).